Event description:
The article, "percutaneous closure of postmyocardial infarction ventricular septal rupture ¿ a single center experience from the eastern part of india", was reviewed. This research article is a retrospective single-center experience to evaluate the outcomes of post-acute myocardial infarction (ami) ventricular septal rupture (vsr) with different kinds of occluder devices. The devices included in this study were amplatzer atrial septal occluder, amplatzer pi muscular vsd occluder, and konar-multifunctional occluder. The article concluded that transcatheter closure of pmi vsrs can be performed with different kinds of devices with high technical success, relatively low procedural rates, and a good 30-day survival even in a setup outside the metropolis with limited availability of devices, as an alternative to very high-risk surgical closure. [The primary and corresponding author was siddhartha saha, departments of pediatric cardiology and 1cardiology, health world hospitals, durgapur, west bengal, india, with corresponding e-mail: drsiddharthasahasskm@gmail.com.] This study included patients who experienced acute mi undergoing vsr closure from 01 january 2018 to 31 december 2024. A total of 11 patients were included in the study, of which 72.7% (8) received an abbott device. The average age was 61 years. The majority gender was male. Comorbidities included diabetes, hypertension, cardiogenic chock, acute kidney injury, and prior myocardial infarction.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: percutaneous closure of postmyocardial infarction ventricular septal rupture ¿ a single center experience from the eastern part of india b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer muscular vsd occluder were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, cardiogenic chock, acute kidney injury, and prior myocardial infarction. Complications reported included patient device interaction problem (residual shunt); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous closure of postmyocardial infarction ventricular septal rupture ¿ a single center experience from the eastern part of india", was reviewed. This research article is a retrospective single-center experience to evaluate the outcomes of post-acute myocardial infarction (ami) ventricular septal rupture (vsr) with different kinds of occluder devices. The devices included in this study were amplatzer atrial septal occluder, amplatzer pi muscular vsd occluder, and konar-multifunctional occluder. The article concluded that transcatheter closure of pmi vsrs can be performed with different kinds of devices with high technical success, relatively low procedural rates, and a good 30-day survival even in a setup outside the metropolis with limited availability of devices, as an alternative to very high-risk surgical closure. [The primary and corresponding author was siddhartha saha, departments of pediatric cardiology and 1cardiology, health world hospitals, durgapur, west bengal, india, with corresponding e-mail: drsiddharthasahasskm@gmail.com.] This study included patients who experienced acute mi undergoing vsr closure from 01 january 2018 to 31 december 2024. A total of 11 patients were included in the study, of which 72.7% (8) received an abbott device. The average age was 61 years. The majority gender was male. Comorbidities included diabetes, hypertension, cardiogenic chock, acute kidney injury, and prior myocardial infarction.